Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 10mmx2.75mm wolverine cutting balloon was selected for use. During the procedure, the balloon ruptured upon first inflation at 6 atmospheres for 15 seconds. The device was removed without any issue and the procedure was completed with a different device. No complications were reported and the patient was in good condition after the procedure.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination identified that the balloon wings were in a deflated state and had been subjected to positive pressure. A microscopic examination of the balloon found a pinhole in the balloon material. The pinhole was located over the proximal marker band. The blades of the device were visually and microscopically examined, and no issues were noted that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon surface. A visual and tactile examination found no kinks or damages. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the marker bands.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 10mmx2.75mm wolverine cutting balloon was selected for use. During the procedure, the balloon ruptured upon first inflation at 6 atmospheres for 15 seconds. The device was removed without any issue and the procedure was completed with a different device. No complications were reported and the patient was in good condition after the procedure.